Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that they had pain at the battery site. The patient noted the pain subsided partially, but not completely when the device was off. The patient stated that they could feel the device interacting with power lines. The rep and healthcare professional (hcp) were not aware of any environmental, external, patient factors that may have led or contributed to the issue. The rep stated they did an impedance check and all impedances were within range. The rep noted an examination of the battery site and palpation for tenderness was also done. The rep stated the patient switched to a new program on the patient programmer. There was no surgical intervention planned. The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
The manufacturing representative reported that this was an anecdotal report on the part of the patient. They could not with any degree of accountability confirm what actually happened, or whether there was in fact an effect between the device and power lines. But if they would like representative to simply clarify what the patient was attempting to convey: they believed that patient believed the power lines were affecting her ins. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.